Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. It was found that this device and a non boston scientific left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). The hcp would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.